Event description:
It was reported that the patient with this right ventricular (rv) lead stated having lead anomaly and will need more surgery after returning from traveling this summer. Technical services (ts) referred the patient to a physician for an additional surgery. As of this time, this rv lead remains in service. No adverse patient effects were reported.